Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (respoonse buttons not working) has been confirmed. Upon investigation, the monitor's rear response button was non-functional. The response button cable was creased, damaging traces. The root cause for the damaged response button cable could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor response buttons were not working.